Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using 2 prostyle devices with a 7f sheath, relative to an endovascular aneurysm repair procedure. Reportedly, with both devices, the footplates did not close properly. The devices were able to be forced out and removed; however, a pseudoaneurysm formed at the site. The pseudoaneurysm was treated with a thrombin injection. Manual compression was ultimately used to achieve hemostasis. There were no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The difficulty to close the foot was not confirmed during functional testing. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue, treatment and patient effect appears to be related to circumstances of the procedure. In this case, it is likely the foot caught tissue during closure of the foot resulting in the difficulty to remove. This may occur if the foot is in the access site. It was reported that the prostyle device was attempted to be removed against resistance but was unsuccessful. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may led to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the removal attempt against resistance was circumstantial related to the difficulties experienced. Therefore, a notification letter will not be required. The patient effect of pseudoaneurysm is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The reported force during removal did not contribute to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.